Event description:
It was reported that the patient was unable to inflate their inflatable penile prosthesis (ipp). The cylinders would not inflate when the pump was squeezed. The device and components were explanted and a new system was implanted . There were no patient complications.